Manufacturer narrative:
Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. The fluid path was inspected and the soft cannula was observed to be stretched. The stretched cannula was measured to be out of specifications. Despite the cannula being stretched, no tears or leaks were observed in the fluid path; fluid was able to exit the fluid path. The exact cause and timing of the damage could not be determined. This damage did not appear to interfere with the device during the run. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 400 mg/dl. The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.